Event description:
In additional information provided on 24may2021, it was confirmed that the device made patient contact. Another like device was opened to complete the procedure successfully. No harm to the patient has been reported.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation. Cook medical, inc. Received a complaint from a representative at the (B)(6) hospital of (B)(6), located in the city of(B)(6), pa, u.s.a. They reported the following: during a procedure using an ultrathane mac-loc locking loop multipurpose drainage catheter (ult10.2-38-25-p-6s-clm-rh, lot 13648566), the catheter was discovered to be leaking at the catheter/hub connection site. The procedure was completed successfully using another catheter. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the device, as well as a visual inspection and functional test of the returned product, were conducted during the investigation. One used ult10.2fr was received. A leak test confirmed leakage at the cap/tubing connection. A visual examination confirmed that the cap and mac-loc body were within the acceptable gap range. The cap and mac-loc body was disassembled, confirming the flare to be intact with no evidence of tearing. Upon further review, thread marks were discovered to be present in the bell of the flare, creating a channel for leakage. Based on this discovery, it was concluded that the flare was manufactured out of specification. As a result of these findings, the appropriate manufacturing personnel was notified. Additionally, a document based investigation evaluation was performed. It was concluded that inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot had a related nonconformance for "flare, inadequate." The nonconforming device was scrapped. This device is 100% inspected for this failure in process. There are no additional complaints on lot 13648566. There are no devices remaining in the nadc for evaluation. There are no additional complaints on lots with related nonconformances manufactured by the same operator within 2 months of the complaint lot. Based on this information, cook did not conclude that additional nonconforming material was in house or in the field. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: precautions: "a tfe-coated wire guide must be used with ultrathane® catheters." "Unlocking catheter loop for mac-loc® locking loop mechanism: a. While stabilizing the mac-loc catheter hub assembly with one hand, position a small, blunt object (approximately the shape and size of a ball point pen or small forceps) into the mac-loc release notch. B. Pry upward until the locking cam lever is free. (Fig.6) note: for catheter exchange, advance the distal end of a wire guide into the locked loop configuration of the catheter before unlocking the mac-loc assembly. Release the mac-loc as described above. Advance the wire guide through the catheter end hole. Cather exchange can now be performed." How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Upon examination of the returned product, it was determined the device was manufactured out of specification. The cause was traced to a manufacturing deficiency. As a result of this discovery, the appropriate manufacturing personnel was notified. However, a review of the dmr and DHR, concluded there is no evidence to suggest all items in the lot or similar devices in house or in the field are non-conforming. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: radiology tech. PMA/510k: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter experienced leakage at the hub. Additional information regarding the event and patient outcome has been requested but is currently unavailable.